Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer later provided the device has been reprocessed according to product instructions for use (IFU) before return to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to removed because reprocessing could not be conducted properly due to leakage from scope connector cover (s-cover) packing. The event can be detected by following the IFU sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii duodenovideoscope was sent to an olympus service center for evaluation after being returned from the end user with no complaint. Upon inspection and testing of the returned device, it was observed, the distal end had foreign material. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed that leak was noted at the section cover, the light guide lens was cracked, due to the section cover packing, water tightness was lost, the air/water cylinder had no color, the suction cylinder had no color, the distal end was shaved and had residual liquid, and the coating of the universal cord was peeling. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.